Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 stating that it was non-functioning no matter what setting it was put on and it was too high for their nerves. The constant pounding on their nerves was worse than the pain so the patient stopped using it and no further steps were taken. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller said the patient told her the device didn't function well after the implant and has since been non-functioning shortly after implant. The caller did not know any additional details regarding this event. The patient needs a lumbar scan. No further complications were reported. No additional patient symptoms were reported.